Manufacturer narrative:
One 8f fast-cath introducer sheath sideport tubing was received for evaluation. The detached portion of the sheath was were not returned. The reported event of sideport tubing detachment was confirmed. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing. Analysis of the device determined that there was an adhesive ring and a small amount of adhesive on the tubing. The released version at the time of manufacturing for this batch. This failure mode was confirmed as manufacturing-related.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the paroxysmal supraventricular tachycardia ablation procedure, the sideport detached from the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. No additional puncture was required to replace the sheath.